Event description:
It was reported that (2) devices were used during a laparoscopic inguinal hernia. It was reported by the affiliate that the 1st 4-5 ems staples fired well formed, the others are not formed well or fall out into the operating field. Another instrument was used to complete the case. There was no consequence to the pt.